Event description:
A pixel issue on the pump display was reported, hindering the customer's ability to read the screen. There was no adverse impact on the customer¿s blood glucose level. Technical support arranged for a replacement pump to be sent and instructed the customer to return the faulty pump using a prepaid shipping label. The customer was also informed about placing the pump into storage mode before returning it, which they acknowledged and understood.